Event description:
A malfunction alarm was reported with malfunction code 12. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after resetting, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.